Event description:
It was reported, to medtronic minimed. That the customer, experienced no delivery/occlusion alarm. The customer reported, no adverse event. The event involved product(s) mmt-1884l, mmt-332a, mmt-975. Customer reported, a past insulin flow blocked alarm. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown, whether the customer will continue to use the insulin pump. No product return is required for mmt-1884l, no product return is required for mmt-332a, no product return is required for mmt-975.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thump. No insulin flow block alarm found on or near event date. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube thread cracked, cracked case on corner of belt clip rails. Unexpected insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.